Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection and prior to use on a patient, the cuff did not inflate. Customer reported that there was no patient involvement.